Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that a patient was connected to an aisys when the unit allegedly stopped ventilating. The patient desaturated, but the level of desaturation was not reported. The patient was allegedly intubated three times and a laryngeal mask airway (lma) was used to manually ventilate the patient. There were no patient sequelae, and the patient was discharged home. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
The root cause of the complete loss of ventilation on the aisys cannot be determined from the information provided. Neither the device logs nor the ge healthcare fe inspection identified any source of malfunction. It is likely that the event was caused by use error, and the patient tubing was configured incorrectly. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.